Event description:
The plaintiff's attorney alleged that the decedent experienced a respiratory shock and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
The initial information received also alleged that the patient experienced alkalosis. This information was inadvertently missed in the initial report. As a result, this report serves to correct that missing information and to include information for alkalosis in the patient codes. This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2014-00207 and 1225714-2014-00208. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced cardiorespiratory arrest.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2014-00207.